Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s son reported via phone call that customer got admitted to intensive care unit due to high blood glucose of 565 mg/dl on (B)(6) 2019. Customer was treated with syringe and intravenous. Customer stated that customer was admitted to the intensive care unit because her blood glucose went up over 500 mg/dl. Customer experienced nausea, vomiting, abdominal pain and difficulty in breathing. Customer performed high pressure test and passed the test. Insulin pump will not be returned for analysis.